Event description:
The sales rep reported on behalf of the customer that the pt, who had undergone a scorpio total knee replacement in (B)(6) 2011, had presented himself to the surgeon reporting that his knee sometimes seemed unstable and kept locking. He added that the pt was also slightly swollen. He added that the surgeon then performed an arthroscopy and found that a part of the polyethylene insert had broken off and was floating around loosely causing the knee to lock. He further reported that the surgeon removed the loose piece. It was added that the pt led a very active lifestyle, he is a (B)(6) farmer. The pt reported to the surgeon that there had been one particular event when he was sat in his tractor and could not straighten his leg due to locking.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.